Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing. The patient also has an implanted pacemaker. The testing in the clinic found that the alternate sensing vector was the best. Technical services discussed some programming options. The sensing vector has now been reprogrammed to the alternate vector. There were no additional adverse patient effects. The system remains implanted.